Event description:
It was reported that the elastic membrane separated upon removal of the sds. It was found on the guide wire, outside the rhv. This occurred after an uneventful stent procedure of the rca. No pt. Injury was reportedly associated with this event.

Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the c-flex was rolled. The c-flex was unrolled to reveal that the c-flex was not jagged, and did not appear to have been torn. Quality engineering was unable to determine a root cause for the alleged failure. The rolling of the c-flex may have occurred as the customer re-packed the device for return shipment. There is no indication in the complaint that any device defects were noted during preparation. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.